Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type recharger. Product ID cd9000, serial# (B)(6), product type multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative reported the wireless recharger (wr) had a persistent red light. Rep reset wr multiple times and tried repairing to the app multiple times. The wr pairs to the app and shows full battery but it stays in the inactive state. Error codes 2010 <(>&<)> 3167 have occurred. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6): product type recharger product ID cd9000 lot# serial# (B)(6): product type multiple therapy product h3: analysis of the wireless recharger found that there was no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.